Manufacturer narrative:
No malfunction was reported. The product was not returned.

Event description:
A thrombus extension up to the sepheno-femoral junction was detected. The extension did not protrude into the deep vein system. Patient was prescribed lovenox and also put a coumadin as a precaution.